Manufacturer narrative:
Product complaint # ==> (B)(4) investigation summary ==> no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specficiations met. 2740 units released.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
The patient was revised to address pain and loosening of the tibial component at the cement to implant interface. Unknown cement was used. It was reported that the radiograph showed tibial radiolucency around the component. On (B)(6) 2018, the patient underwent a left knee revision due to tibial loosening at the cement to implant interface, tibial tray subsidence, tibial tray malposition, swelling, pain, instability, stiffness, and weakness. Doi: (B)(6) 2015; dor: (B)(6) 2018; left knee.